Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One powerport MRI isp with groshong catheter in two pieces were returned for evaluation. Visual inspection noted that a complete break just distal the cath lock. The type of break could not be identified from the available information, therefore, the investigation is confirmed for the reported subcutaneous break without embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 9808560 port and catheter allegedly identified a catheter fracture distal to the port stem. The port body and distal catheter segment were removed. There was no further treatment. This report was received from one source. This event involved one patient, age weight and gender were not provided. Patient had no reported patient injury.